Event description:
A patient was undergoing laparoscopy for an ovarian mass. The tumor was removed, but a small bleeding area was noticed when the surgeon cauterized the bladder, an artery was damaged. An open surgical procedure was then done to stop the excessive bleeding. The facility reported that the patient recovered well from the additional surgery. Testing of the device was done by the user facility. No failures occurred.